Manufacturer narrative:
Philips service cleaned the anode/cathode leads and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy failed during a procedure due to an intermittent issue on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.